Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00587 and 0001822565-2021-00588. Medical devices: stemmed tibial component precoat a/p wedged size 3 catalog#: 00598800300 lot#: unk unknown tibial insert catalog#: unk lot#: unk all poly patella standard size 32 mm diameter 8.5 mm thickness cemented catalog#: 00597206532 lot#: unk. Report source: (B)(6). The device will not be returned for analysis, as it was not returned by the hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately three years post implantation due to pain and loosening. Attempts to obtain additional information have been made; however, no more is available at this time.